Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No unexpected click or motor noise noted during bolus delivery while testing device. The motor was tested outside the device and passed. Device received with minor scratched display window and case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a sales associate that the customer reported that their pump had a weird clicking sound that seemed to be the motor sticking. The clicking coincided with then they started having unexplained highs. The customer experienced high blood glucose levels of 396 mg/dl at the time of the incident. The customer was at 266 mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed the tests performed. The sales associate checked with an endocrinologist and the pump sound was abnormal. The insulin pump will be returned for analysis.